Event description:
The arthrex transfix bioabsorbable pin used in the pt's acl repair on (B)(6) 2015 had broken causing pain. Dates of use: (B)(6) 2015. Event abated after use stopped or dose reduced?: yes. Diagnosis or reason for use: to fix the tibialis anterior allograft in an acl reconstruct.